Manufacturer narrative:
The product has been requested back for investigation and the customer agreed to return the device. A follow-up report will be submitted upon completion of investigation activities or if additional information is obtained. The date of event is unknown. The date entered in section b3 is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A glucose reading issue was reported with use of the abbott diabetes care (adc) device. The customer received an unspecified reading by an adc device. It is unknown whether the customer noted a trend arrow on the device. The customer experienced an unspecified medical event and was able to self-treat with insulin received an unspecified treatment from a healthcare professional as they mentioned they were in the hospital sometimes. There was no report of death or permanent impairment associated with this event.